Manufacturer narrative:
H3: one device returned for evaluation in used condition. Visual inspection showed the device is in good condition. No occlusion was observed during the functional testing. The complaint of tube blockage cannot be confirmed. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tube exhibited a blockage. There was no patient involvement, no patient injury was reported.